Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. The hstni (access high sensitivity troponin I) reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. A laboratory solution specialist (lss) was dispatched to the site and performed sample interference testing on customer¿s dxi 800 analyzer. The investigation could not demonstrate any interference. The cause of the discordance could not be determined. In conclusion, a cause for this event could not be determined with the information supplied. There is malfunction as original result is discordant with 2 or more replicate measurements of the same specimen on other devices.

Event description:
On 29aug2021 the customer reported that one elevated troponin I result (access high sensitivity troponin I, part number b52699 and lot number 124354) was generated on the customer¿s unicel dxi 800 access immuno analyzer (part number 973100 and serial number (B)(4)). On (B)(6) 2021, the patient came to hospital with chest tightness and palpitations accompanied by nausea. The initial hstni patient result was elevated at > 24.9 ng/ml. ECG(electrocardiogram), myocardial zymogram, blood routine and chest film were also checked on the day of admission. ECG showed sinus tachycardia, right deviation of electrical axis, and other tests were normal. On (B)(6) 2021,the patient went to another hospital ((B)(6)) for troponin testing and the result of hstni was negative. On (B)(6) 2021, the customer retested the initial sample from (B)(6) 2021 on other platforms (abbott and roche) with discordant troponin results. All results were negative. The sample was also retested on another dxi analyzer with elevated results. No data was provided. Due to the elevated access hstni result, the patient was admitted to hospital and given oxygen, injection of meglumine cyclic adenosine monophosphate to nourish the myocardium, prescription of trimetazidine tablets to reduce myocardial oxygen consumption, and taking heart-protecting pills as treatment for myocarditis. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on 26aug2021, using the reagent lot 124354 and calibrator lot 922811. Quality control and system check at the time of event were not provided by the customer. 01sep2021, a laboratory solution specialist (lss) was dispatched to the site and performed sample interference testing on customer¿s dxi 800 analyzer. Patient-source interference could not be determined. No issues with sample integrity were reported by the customer. No sample collection or processing information was provided by the customer.